Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised the customer that the power management board may be faulty. The customer replaced the power management board to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an auxiliary alarm supply failed error code occurred. It was reported that there was no patient involvement.